Event description:
It was reported by the physician that high impedance was observed on (B)(6) 2016 and the patient's vns was not programmed off. Replacement surgery is expected, but has not occurred to date.

Manufacturer narrative:
(B)(6).

Event description:
The patient had been previously been seen by her implanting physician, who did not believe the patient's device had high impedance. However, a company representative identified high impedance via diagnostic test results stored on the neurologist's tablet. No surgical intervention has occurred to date.

Event description:
X-rays were performed and reviewed by the manufacturer. Both lead pins appeared to be fully inserted into the generator header. The filter feedthrough wires appeared to be intact. The lead wires appeared intact at the lead pins. The body of the lead was observed in the neck and chest. A strain relief bend was present, but a strain relief loop was not present. Two tie-downs secured the lead at the strain relief bend. No lead discontinuities or sharp angles were identified in the visible portions of the lead. A portion of the lead appeared to be routed behind the generator and could not be assessed. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent surgery to remedy the high impedance. The generator and lead were explanted. However, the surgery was aborted after the devices were explanted due to the physician accidentally puncturing the patient's jugular vein, as reported in MFR. Report #1644487-2018-00226. The explanted lead and generator were returned to the manufacturer for analysis, but analysis has not been approved for the returned devices to date. No additional relevant information has been received to date.

Event description:
Analysis was approved for the lead. The lead was returned in one piece. A significant portion of the lead, including the electrodes, were not returned, and therefore, an evaluation could not be made on that portion of the lead. No obvious anomalies were noted. Set screw marks were observed on both connector pins, indicating that a good mechanical and electrical connection was present between the lead and generator at some point. No discontinuities were identified in the returned portion of the lead. Analysis for the generator was also approved. The data downloaded from the generator revealed that the generator had reached end of service and was no longer supplying stimulation. An end-of-service warning message was verified and found to be associated with the output being disabled by the generator due to an indication of increased impedance prior to and after explant. Review of the data downloaded from the generator shows an indication of pre-explant high impedance. The electrical performance of the generator concluded that no anomalies exist and the end-of-service condition is an expected event, as the increased impedance and the generator remaining on after explant led to additional depletion of the battery. There were no additional performance or any other type of adverse conditions found with the generator. No additional relevant information has been received to date.